Manufacturer narrative:
The needle was returned for investigative analysis. The manufacturing records were reviewed and no deviations or concerns were found. The customer complaint related to the needle "not frosting over" could not be confirmed as the needle passed all investigative performance testing. The root cause is no failure found.

Event description:
An icerod plus malfunctioned on the second freeze. It wasn't frosting over and as far as the tech could tell it was not working. Another needle was used to complete the case. Patient was not injured. Needle will be returned for investigation